Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. Patient 1: the initial result was 1.12 coi (reactive). On (B)(6) 2026, repeat testing was performed on the same sample tube, and the result was 0.239 coi (non-reactive). Two additional sample tubes drawn from the patient at the same time were tested, and the results were 0.242 coi (non-reactive) and 0.289 coi (non-reactive). Patient 2: on (B)(6) 2026, the initial result was 4.42 coi (reactive). On (B)(6) 2026, repeat testing was performed on the same sample tube, and the result was 4.50 coi (reactive). Another tube taken from this patient was tested, and the result was 0.227 coi (non-reactive). Patient 3: on (B)(6) 2026, the initial result was reactive. The repeat result from the same sample tube was non-reactive. A new sample was requested from the patient, which also yielded a non-reactive result.

Manufacturer narrative:
There was an allegation of additional questionable elecsys hiv duo results from the cobas e 801 analytical unit. Patient (B)(6): on 24-mar-2026, the initial result was 1.43 coi (reactive). The repeat result was 0.229 coi (non-reactive). Patient (B)(6): on (B)(6) 2026, the initial result was 16.7 coi (reactive). The repeat result was 9.57 coi (reactive). Medwatch field b7 other relevant history: the investigation was unable to determine a specific root cause. No product issue was found. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.